Event description:
The patient underwent placement of an allurion balloon on (B)(6) 2025. On (B)(6) 2025, the patient reportedly experienced progressively increasing pain associated with intractable vomiting, and a CT scan showed the balloon to be hyperinflated. The balloon was successfully removed endoscopically. No additional complications were reported during the clinical course of the patient.